Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touchscreen was unresponsive and that the quick bolus button was not working. Additionally, it was reported that the battery was depleting quickly and that an inaccurate fill estimate reading occurred. Customer's blood glucose level was 194 mg/dl. Reportedly, the customer had insulin pens as alternate insulin therapy. Reportedly, the customer declined to provide additional information and further troubleshooting with tandem technical support.